Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device, it had a cuff inflation/deflation issue. It was reported that the cuff had to be inflated at higher pressures generally not considered in the safe zone. The customer indicated that there were no patient symptoms or complications or harm associated with this event.